Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eyes" (intraocular pressure, delayed, uncontrolled). Product problem(s): "soft eyes" (decrease in pressure). A surgeon reports soft eyes during surgery. No pt injury has been reported. It was noted that the facility has experienced soft eyes on occasion and 'works through it'. The facility does not usually report soft eye as they do not see this as an incident. Add'l info has been requested.